Event description:
Apparatus was placed in use during treatment of pt with acute mi. Medication was nitroglycerin by continuous IV infusion. When rn attempted to "prime" the IV, the plastic drip chamber cracked vertically through the plastic.